Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material# 302830, batch# 4059808. It was reported by customer that 5 separate instances pieces of black plunger have broken off. We fortunately did not have any patient harm, injury, complication or negative outcome. My nursing staff was able to catch the error before administering propofol to any patient. Verbatim. Rcc received a complaint via email. Email(s) attached. The customer stated- we use these syringes to pull up propofol for conscious sedation. There have been at least 5 separate instances pieces of black plunger have broken off and are floating in the pulled-up medications. Product number -302830. Lot number -4059808.

Event description:
Additional information received. We fortunately did not have any patient harm, injury, complication or negative outcome. Material# 302830. Batch# 4059808. It was reported by customer that 5 separate instances pieces of black plunger have broken off verbatim. Rcc received a complaint via email. Email(s) attached the customer stated- we use these syringes to pull up propofol for conscious sedation. There have been at least 5 separate instances pieces of black plunger have broken off and are floating in the pulled-up medications. Product number -302830. Lot number -4059808.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 302830 and lot number 4059808. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.